Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient experienced a loss or change in therapy from their implantable neurostimulator (ins). They stated that they had leakage for the last few days and had 3 accidents today. The patient noted that they never adjust the stimulation themselves as their healthcare professional (hcp) or nurse did it. It was reviewed with the patient they could consider increasing the stimulation a little if they felt the symptoms continue to return. The patient did change the batteries in the programmer during the report. It was also noted that the patient was having surgery tomorrow (which was unrelated to the ins therapy) and wanted to make sure the stimulation was turned off. Additional information reported on 2017-05-09 that patient stated she has not had therapy benefit since she turned therapy back on (B)(6) 2017 (pt stated 3 weeks ago). The patient stated she turned stim off for a surgery unrelated to the interstim device and reported since then she has had a lot of accidents and said there was no difference in the pain. The patient was not feeling stimulation while therapy was on. The patient was going to increase stimulation today. The patient indicated that the change in the therapy/symptom was noted as sudden. The patient reported that the day after implant (B)(6) 2017 she felt stim was too high and it was uncomfortable so she decreased the amplitude. No further patient complications have been reported as a result of this event in the event description.

Manufacturer narrative:
Updated.